Event description:
It was reported that the patient implanted with this pacemaker system needed a magnetic resonance imaging (MRI) scan, but a device check revealed a recent right ventricular (rv) lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Technical services (ts) explained that the device would not allow a unipolar pacing configuration to enter MRI protection mode. Technical services (ts) discussed troubleshooting options and programming considerations. Additional information received reported that the patient had interrmittent block. It was noted that there was oversensing and loss of capture (loc) in bipolar configuration. This rv lead remains in service. No adverse patient effects were reported, and it was noted that the patient was pacer dependent.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.